Event description:
The device was being used to deliver defibrillator therapy to a patient. Reportedly, during the use, the device would intermittently prompt connect cable and the defibrillator would not charge as a result. The crew was able to deliver defibrillator therapy approximately 20 times in succession. The patient was not resuscitated, but the reporter indicated that patient outcome was not adversely affected, due to continued device use.